Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00257956-1-L1,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L2,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L3,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L4,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L5,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L6,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L7,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L8,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L9,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L10,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L11,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257956-1-L12,,3/27/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred and fourteen (114) knees underwent primary TKA procedures between 01-Apr-2014 and 31-Dec-2024, using RT-Plus Modular Femoral Augment. From these, twelve (12) knees were later revised due to the following complications: six (6) knees due to infection, one (1) knee due to aseptic loosening and five (5) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Apr-2014 and 31-Dec-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred and fourteen (114) primary TKA procedures with RT-Plus Modular Femoral Augment have been performed in Germany between 01-Apr-2014 and 31-Dec-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years of follow up, as determined by overlapping confidence intervals. ;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.1% (2.2%¿11.8%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 9.1% (3.6%¿14.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 10.3% (4.3%¿16.0%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (4.3%¿16.0%) vs 6.8% (6.5%¿7.1%) of the class.;-At 5th postoperative year: 12.5% (5.1%¿19.2%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 12.5% (5.1%¿19.2%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 12.5% (5.1%¿19.2%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 12.5% (5.1%¿19.2%) vs 9.2% (8.4%¿9.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00257961-1-L1,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L2,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L3,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L4,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L5,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L6,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L7,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L8,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L9,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L10,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L11,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L12,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L13,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L14,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L15,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L16,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L17,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L18,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L19,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L20,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L21,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L22,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L23,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L24,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L25,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L26,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L27,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L28,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L29,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L30,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L31,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L32,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L33,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L34,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L35,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L36,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L37,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L38,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L39,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L40,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L41,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L42,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L43,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L44,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L45,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L46,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L47,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L48,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L49,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L50,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L51,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L52,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L53,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L54,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L55,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L56,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L57,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L58,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L59,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L60,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L61,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L62,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L63,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L64,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L65,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L66,,10/23/2025,2/12/2025,RT-PLUS Modular,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus Modular stems. From these, one (1) knee was later revised due to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred ninety-seven (897) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, sixty-six (66) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-eight (38) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eight hundred ninety-seven (897) primary TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.9%-6.8%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 7.0% (5.3%-8.7%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.5%-9.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.5% (5.7%-9.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.2% (6.2%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.6% (6.5%-10.6%) vs 7.4% (6.9%-7.8%) of the class.;o At 7th postoperative year: 8.6% (6.5%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.6% (6.5%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L1,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L2,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L3,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L4,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L5,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L6,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L7,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L8,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L9,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L10,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L11,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L12,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L13,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L14,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L15,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L16,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L17,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L18,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L19,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L20,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L21,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L22,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L23,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L24,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L25,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L26,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L27,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L28,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L29,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L30,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L31,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L32,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L33,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L34,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L35,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L36,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L37,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L38,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L39,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L40,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L41,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L42,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L43,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L44,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L45,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L46,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L47,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L48,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L49,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L50,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L51,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L52,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L53,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L54,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L55,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L56,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L57,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L58,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L59,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L60,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L61,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L62,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L63,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L64,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L65,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L66,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L67,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L68,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L69,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L70,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L71,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L72,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L73,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L74,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L75,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L76,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to recurrent dislocation. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L77,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to recurrent dislocation. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L78,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L79,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L80,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L81,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L82,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L83,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L84,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L85,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L86,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L87,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L88,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L89,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L90,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L91,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L92,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L93,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L94,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L95,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L96,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L97,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L98,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L99,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L100,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L101,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L102,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L103,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L104,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L105,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L106,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L107,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L108,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L109,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L110,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L111,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L112,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to wear. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L113,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L114,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L115,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L116,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L117,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L118,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L119,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L120,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L121,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L122,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L123,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L124,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L125,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L126,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L127,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L128,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L129,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L130,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L131,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L132,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L133,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L134,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L135,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L136,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L137,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L138,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L139,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L140,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L141,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L142,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L143,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L144,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L145,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L146,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L147,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L148,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L149,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L150,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L151,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L152,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L153,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L154,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L155,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L156,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L157,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L158,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L159,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L160,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L161,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L162,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L163,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L164,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L165,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L166,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L167,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L168,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L169,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L170,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L171,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L172,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L173,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L174,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L175,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L176,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L177,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L178,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L179,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258009-1-L180,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand four hundred and ninety-six (1496) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-PLUS Modular stems. From these, one hundred and eighty (180) knees were later re-revised due to the following complications: seventy-five (75) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, twenty-nine (29) knees due to aseptic loosening, one (1) knee due to wear and sixty eight (68) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of one thousand four hundred and ninety-six (1496) revision TKA procedures with RT-PLUS Modular stems have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular stems was comparable to other TKA constrained products (referenced as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.7% (4.5%-6.9%) vs 6.5% (6.3%-6.8%) of the class.;o At 2nd postoperative year: 9.0% (7.4%-10.4%) vs 10.8% (10.5%-11.1%) of the class.;o At 3rd postoperative year: 10.5% (8.8%-12.1%) vs 13.4% (13.1%-13.7%) of the class.;o At 4th postoperative year: 12.4% (10.5%-14.3%) vs 15.3% (14.9%-15.6%) of the class.;o At 5th postoperative year: 13.8% (11.7%-15.8%) vs 16.7% (16.3%-17.0%) of the class.;o At 6th postoperative year: 14.7% (12.5%-16.9%) vs 17.9% (17.5%-18.3%) of the class.;o At 7th postoperative year: 16.0% (13.6%-18.4%) vs 19.1% (18.6%-19.6%) of the class.;o At 8th postoperative year: 16.9% (14.2%-19.5%) vs 20.2% (19.7%-20.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L1 ,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L2 ,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L3,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L4,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L5,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L6,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L7,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L8,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L9,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L10,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L11,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L12,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L13,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L14,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L15,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L16,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L17,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L18,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L19,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L20,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L21,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L22,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L23,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L24,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L25,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L26,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L27,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L28,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L29,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L30,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L31,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L32,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L33,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L34,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L35,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L36,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L37,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L38,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L39,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L40,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L41,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L42,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L43,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L44,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L45,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L46,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L47,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L48,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L49,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L50,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L51,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L52,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L53,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L54,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L55,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L56,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L57,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L58,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L59,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L60,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L61,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to recurrent dislocation","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L62,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to recurrent dislocation","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L63,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to periprosthetic fracture","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L64,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to periprosthetic fracture","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L65,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to periprosthetic fracture","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L66,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to malposition/malalignment","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L67,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L68,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L69,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L70,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L71,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L72,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L73,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L74,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L75,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L76,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L77,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L78,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L79,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L80,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L81,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L82,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L83,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L84,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L85,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L86,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L87,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L88,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L89,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L90,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L91,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L92,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L93,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L94,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L95,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L96,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L97,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L98,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L99,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L100,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L101,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L102,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L103,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L104,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L105,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L106,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L107,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L108,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L109,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L110,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L111,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L112,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L113,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L114,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L115,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L116,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L117,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L118,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L119,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L120,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L121,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L122,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L123,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L124,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L125,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L126,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L127,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L128,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L129,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L130,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L131,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258122-1-L132,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one (1) patient required a revision surgery due to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and fifty (1050) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2024, using RT-PLUS Modular Femoral Augment. From these, one hundred thirty-two (132) knees were later re-revised due to the following complications: sixty (60) knees due to infection, two (2) knees due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-one (21) knees due to aseptic loosening and forty-five (45) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-April-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and fifty (1050) revision TKA procedures with RT-PLUS Modular Femoral Augments have been performed in Germany between 01-April-2013 and 31-Mar-2024. The cumulative re-revision rates for RT-PLUS Modular are comparable to other TKA constrained products at years 1-6 and 8 as determined by overlapping confidence intervals and was statistically significantly lower than other TKA constrained products at year 7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.1% (4.6%-7.6%) vs 6.7% (6.4%-6.9%) of the class.;o At 2nd postoperative year: 9.4% (7.6%-11.3%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 11.2% (9.1%-13.2%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 13.6% (11.2%-15.9%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 14.7% (12.2%-17.7%) vs 16.8% (16.4%-17.1%) of the class.;o At 6th postoperative year: 15.2% (12.6%-17.7%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.8% (13.6%-19.8%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258183-1-L1,,10/23/2025,2/12/2025,RT-PLUS ,RT-PLUS Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eleven (11) knees underwent primary TKA procedures between 01-Jun-2016 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eleven (11) knees underwent primary TKA procedures between 01-Jun-2016 and 31-Mar-2024, using RT-PLUS tibial augments. From these, two (2) knees were later revised due to the following complications: one (1) knee due to infection and one (1) knee due to periprosthetic fracture. ;Timeframe of Registry data: Implantations conducted between 01-Jun-2016 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eleven (11) primary TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Jun-2016 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products out to 6 years as determined by overlapping confidence intervals, although large confidence intervals were recorded due to the low number of implantations. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 9.1% (0.0%-24.6%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 20.5% (0.0%-42.3%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 20.5% (0.0%-42.3%) vs 6.3% (5.9%-6.7%) of the class.;o At 4th postoperative year: 20.5% (0.0%-42.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 20.5% (0.0%-42.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 20.5% (0.0%-42.3%) vs 7.4% (7.0%-7.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258183-1-L2,,10/23/2025,2/12/2025,RT-PLUS ,RT-PLUS Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eleven (11) knees underwent primary TKA procedures between 01-Jun-2016 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eleven (11) knees underwent primary TKA procedures between 01-Jun-2016 and 31-Mar-2024, using RT-PLUS tibial augments. From these, two (2) knees were later revised due to the following complications: one (1) knee due to infection and one (1) knee due to periprosthetic fracture. ;Timeframe of Registry data: Implantations conducted between 01-Jun-2016 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of eleven (11) primary TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Jun-2016 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products out to 6 years as determined by overlapping confidence intervals, although large confidence intervals were recorded due to the low number of implantations. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 9.1% (0.0%-24.6%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 20.5% (0.0%-42.3%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 20.5% (0.0%-42.3%) vs 6.3% (5.9%-6.7%) of the class.;o At 4th postoperative year: 20.5% (0.0%-42.3%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 20.5% (0.0%-42.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 20.5% (0.0%-42.3%) vs 7.4% (7.0%-7.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258200-1-L1,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L2,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L3,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L4,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L5,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L6,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L7,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty (50) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Mar-2024, using RT-PLUS tibial augments. From these, seven (7) knees were later re-revised due to the following complications: one (1) knee due to recurrent dislocation, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of fifty (50) revision TKA procedures with RT-PLUS tibial augments have been performed in Germany between 01-Oct-2014 and 31-Mar-2024. For years 1 to 8 as seen the cumulative percent revision rate for RT-PLUS was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 2.0% (0.0%-5.9%) vs 6.1% (5.9%-6.3%) of the class.;o At 2nd postoperative year: 8.9% (0.2%-16.9%) vs 10.3% (10.1%-10.6%) of the class.;o At 3rd postoperative year: 8.9% (0.2%-16.9%) vs 12.9% (12.6%-13.2%) of the class.;o At 4th postoperative year: 14.6% (2.9%-24.8%) vs 14.8% (14.4%-15.1%) of the class.;o At 5th postoperative year: 17.6% (4.6%-28.8%) vs 16.1% (15.8%-16.5%) of the class.;o At 6th postoperative year: 17.6% (4.6%-28.8%) vs 17.4% (17.0%-17.8%) of the class.;o At 7th postoperative year: 17.6% (4.6%-28.8%) vs 18.5% (18.1%-19.0%) of the class.;o At 8th postoperative year: 17.6% (4.6%-28.8%) vs 19.6% (19.1%-20.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L1,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L2,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L3,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L4,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L5,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L6,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L7,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L8,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L9,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L10,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L11,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L12,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L13,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L14,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L15,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L16,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L17,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L18,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L19,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L20,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L21,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258317-1-L22,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to other-unknown reasons","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, twenty-two (22) knees were later revised due to the following complications: eleven (11) knees due to infection and eleven (11) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and nineteen (219) knees underwent primary TKA procedures have been performed in Germany with RT-PLUS Modular Tibial Augments between 01-Oct-2014 and 29-Feb-2024. The cumulative percent revision rate for Tibial Augment components was higher than Other TKA constrained products at years 1-8. However, from year 2-8, the cumulative revision rate for Tibial Augment components was comparable to Other TKA constrained products as determined by overlapping confidence intervals. The most frequent cause of revision is infection (50%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 8.3% (4.6%-11.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 9.4% (5.4%-13.3%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 10.1% (5.9%-14.1%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 10.9% (6.4%-15.3%) vs 6.7% (6.3%-7.0%) of the class.;o At 5th postoperative year: 10.9% (6.4%-15.3%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 10.9% (6.4%-15.3%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 10.9% (6.4%-15.3%) vs 7.7% (7.3%-8.2%) of the class.;o At 8th postoperative year: 10.9% (6.4%-15.3%) vs 8.1% (7.6%-8.7%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L1,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L2,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L3,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L4,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L5,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L6,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L7,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L8,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L9,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L10,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L11,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L12,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L13,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L14,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L15,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L16,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L17,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L18,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L19,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L20,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L21,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L22,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L23,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L24,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L25,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L26,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L27,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L28,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L29,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L30,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L31,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L32,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L33,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L34,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L35,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L36,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L37,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L38,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L39,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L40,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L41,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L42,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L43,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L44,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L45,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L46,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L47,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L48,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L49,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L50,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L51,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L52,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L53,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L54,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L55,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L56,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L57,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L58,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L59,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L60,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L61,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L62,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L63,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L64,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L65,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L66,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L67,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L68,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L69,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L70,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L71,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L72,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L73,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L74,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L75,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L76,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L77,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258586-1-L78,,10/23/2025,2/12/2025,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred nighty five (695) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using RT-PLUS Modular Tibial Augments. From these, seventy-eight (78) knees were later re-revised due to the following complications: thirty-seven (37) knees due to infection, three (3) knees due to periprosthetic fracture, twelve (12) knees due to aseptic loosening, one (1) knee due to wear and twenty-five (25) knees due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred nighty five (695) revision TKA procedures with RT-PLUS Modular Tibial Augments have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative percent revision rate for RT-PLUS Modular Tibial Augments was comparable to Other TKA constrained products at years 1 through 8, and was statistically significantly lower at years 2-7 as determined by lower and non-overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4% (3.6%-7.1%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 8.0% (5.9%-10.1%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 9.7% (7.3%-12.0%) vs 13.5% (13.2%-13.8%) of the class.;o At 4th postoperative year: 11.4% (8.7%-13.9%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 12.8% (9.9%-15.6%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 14.1% (10.9%-17.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 14.6% (11.2%-17.8%) vs 19.2% (18.8%-19.7%) of the class.;o At 8th postoperative year: 16.7% (12.2%-20.9%) vs 20.3% (19.8%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00258200-1-L8,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Augments,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty-two (52) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Jan-2025, using RT-PLUS tibial augments. From these, one (1) knee was later re-revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of fifty-two (52) knees underwent revision TKA procedures between 01-Oct-2014 and 31-Jan-2025, using RT-PLUS tibial augments. From these, eight (8) knees were later re-revised due to the following complications: one (1) knee due to infection, one (1) knee due to dislocation/instability, one (1) knee due to malposition/malalignment, three (3) knees due to aseptic loosening and two (2) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Oct-2014 and 31-Jan-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifty-two (52) revision TKA procedures with RT-Plus tibial augments were performed in Germany between 01-Oct-2014 and 31-Jan-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) from 2 to 10 years of follow-up as determined by overlapping confidence intervals. Based on the 95% confidence interval for year 1, the RT-Plus tibial augments have a mean cumulative re-revision rate lower than the class shown by non-overlapping confidence intervals.;;The wide confidence intervals for the RT-PLUS tibial augments are likely caused by the low number of implantations; RT-PLUS tibial augments accounted for 52 implantations out of the 71,038 of the class.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 2.0% (0.0%¿5.7%) vs 6.1% (5.9%¿6.3%) of the class.;-At 2nd postoperative year: 10.2% (1.3%¿18.3%) vs 10.3% (10.1%¿10.6%) of the class.;-At 3rd postoperative year: 10.2% (1.3%¿18.3%) vs 12.9% (12.6%¿13.2%) of the class.;-At 4th postoperative year: 15.3% (4.1%¿25.2%) vs 14.8% (14.4%¿15.1%) of the class.;-At 5th postoperative year: 17.9% (5.7%¿28.6%) vs 16.1% (15.8%¿16.5%) of the class.;-At 7th postoperative year: 17.9% (5.7%¿28.6%) vs 18.5% (18.1%¿18.9%) of the class.;-At 9th postoperative year: 17.9% (5.7%¿28.6%) vs 20.5% (20.0%¿21.0%) of the class.;-At 10th postoperative year: 17.9% (5.7%¿28.6%) vs 21.5% (20.9%¿22.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258317-1-L23,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred and nineteen (219) knees underwent primary TKA procedures between 01-Oct-2014 and 29-Feb-2024, using RT-PLUS Modular Tibial Augments. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of two hundred and twenty-nine (229) knees underwent primary TKA between 01-Oct-2014 and 31-Oct-2024 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, twenty-three (23) knees required revision due to the following reasons: twelve (12) knees due to infection and eleven (11) knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2014 and 31-Oct-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and twenty-nine (229) knee underwent primary TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-Oct-2014 and 31-Oct-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 7.9% (4.3%¿11.4%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 8.9% (5.1%¿12.6%) vs 5.5% (5.3%¿5.8%) of the class.;-At 3rd postoperative year: 9.5% (5.5%¿13.3%) vs 6.3% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 10.3% (6.1%¿14.3%) vs 6.8% (6.4%¿7.1%) of the class.;-At 5th postoperative year: 10.3% (6.1%¿14.3%) vs 7.2% (6.8%¿7.6%) of the class.;-At 7th postoperative year: 11.3% (6.6%¿15.7%) vs 8.0% (7.5%¿8.4%) of the class.;-At 9th postoperative year: 11.3% (6.6%¿15.7%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 11.3% (6.6%¿15.7%) vs 9.2% (8.4%¿9.9%) of the class;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in the revision rates of the RT-PLUS Modular Tibial Augment and the TKA class, as determined by overlapping 95% confidence intervals at all evaluated postoperative time points.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L79,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L80,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L81,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L82,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L83,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L84,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L85,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L86,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L87,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258586-1-L88,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Tibial Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using RT-PLUS Modular Tibial Augment. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seven hundred and seventy-five (775) knees underwent revision TKA between 01-May-2013 and 31-Mar-2025 in which a RT-PLUS Modular Tibial Augment was implanted. Of these, eighty-eight (88) knees required re-revision due to the following reasons: forty (40) knees due to infection, three (3) due to periprosthetic fracture, fifteen (15) due to aseptic loosening, one (1) due to wear, and twenty-nine (29) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seven hundred and seventy-five (775) knees underwent revision TKA in which a RT-PLUS Modular Tibial Augment was implanted in Germany between 01-May-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.6% (4.0%¿7.3%) vs 6.7% (6.5%¿6.9%) of the class;-At 2nd postoperative year: 8.0% (6.0%¿10.0%) vs 10.9% (10.7%¿11.2%) of the class;-At 3rd postoperative year: 9.6% (7.4%¿11.8%) vs 13.5% (13.2%¿13.8%) of the class;-At 4th postoperative year: 11.4% (8.8%¿13.8%) vs 15.4% (15.1%¿15.7%) of the class;-At 5th postoperative year: 12.8% (10.1%¿15.5%) vs 16.8% (16.4%¿17.1%) of the class;-At 7th postoperative year: 14.2% (11.2%¿17.1%) vs 19.2% (18.8%¿19.6%) of the class;-At 9th postoperative year: 16.8% (12.4%¿20.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 16.8% (12.4%¿20.9%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that there is no statistical difference between the re-revision rates presented by the RT-PLUS Modular Tibial Augment and the revision TKA class at the 1st and 9th postoperative years, based on overlapping 95% confidence intervals. During the other follow-up years, the RT-PLUS Modular Tibial Augment demonstrated statistically significant lower re?revision rates compared with the revision TKA class, as evidenced by non?overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L67,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred sixty-five (965) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus Modular stems. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred sixty-five (965) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular stems. From these, sixty-eight (68) knees were later revised due to the following complications: twenty-five (25) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-nine (39) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred sixty-five (965) primary TKA procedures with RT-Plus Modular Stems were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.0% (3.6%¿6.3%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 6.4% (4.8%¿8.0%) vs 5.5% (5.2%¿5.8%) of the class.;-At 3rd postoperative year: 6.7% (5.1%¿8.4%) vs 6.4% (6.0%¿6.7%) of the class. ;-At 4th postoperative year: 6.9% (5.2%¿8.6%) vs 6.8% (6.5%¿7.2%) of the class. ;-At 5th postoperative year: 7.5% (5.7%¿9.3%) vs 7.2% (6.9%¿7.6%) of the class. ;-At 7th postoperative year: 8.0% (6.1%¿9.9%) vs 8.0% (7.6%¿8.4%) of the class. ;-At 9th postoperative year: 8.8% (6.3%¿11.1%) vs 8.7% (8.1%¿9.2%) of the class. ;-At 10th postoperative year: 8.8% (6.3%¿11.1%) vs 9.2% (8.4%¿10.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257961-1-L68,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stems,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred sixty-five (965) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus Modular stems. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred sixty-five (965) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular stems. From these, sixty-eight (68) knees were later revised due to the following complications: twenty-five (25) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and one thirty-nine (39) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred sixty-five (965) primary TKA procedures with RT-Plus Modular Stems were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.0% (3.6%¿6.3%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 6.4% (4.8%¿8.0%) vs 5.5% (5.2%¿5.8%) of the class.;-At 3rd postoperative year: 6.7% (5.1%¿8.4%) vs 6.4% (6.0%¿6.7%) of the class. ;-At 4th postoperative year: 6.9% (5.2%¿8.6%) vs 6.8% (6.5%¿7.2%) of the class. ;-At 5th postoperative year: 7.5% (5.7%¿9.3%) vs 7.2% (6.9%¿7.6%) of the class. ;-At 7th postoperative year: 8.0% (6.1%¿9.9%) vs 8.0% (7.6%¿8.4%) of the class. ;-At 9th postoperative year: 8.8% (6.3%¿11.1%) vs 8.7% (8.1%¿9.2%) of the class. ;-At 10th postoperative year: 8.8% (6.3%¿11.1%) vs 9.2% (8.4%¿10.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L181,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L182,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L183,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L184,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L185,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L186,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L187,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L188,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L189,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L190,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L191,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L192,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L193,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L194,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L195,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L196,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L197,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258009-1-L198,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Stem,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Stem. From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Stem was implanted. Of these, a hundred and ninety-eight (198) knees required re-revision due to the following reasons: eighty three (83) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, two (2) due to malposition/malalignment, thirty four (34) due to aseptic loosening, one (1) due to wear, and seventy two (72) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand six hundred and forty-seven (1,647) knees underwent revision TKA in which a RT-PLUS Modular Stem was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 5.7% (4.6%¿6.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 2nd postoperative year: 8.9% (7.4%¿10.3%) vs 10.8% (10.5%¿11.1%) of the class;-At 3rd postoperative year: 10.4% (8.8%¿11.9%) vs 13.4% (13.1%¿13.7%) of the class;-At 4th postoperative year: 12.2% (10.4%¿13.9%) vs 15.3% (15.0%¿15.6%) of the class;-At 5th postoperative year: 13.6% (11.7%¿15.5%) vs 16.7% (16.3%¿17.0%) of the class;-At 7th postoperative year: 15.3% (13.2%¿17.5%) vs 19.1% (18.7%¿19.5%) of the class;-At 9th postoperative year: 16.5% (13.9%¿18.9%) vs 21.1% (20.6%¿21.6%) of the class;-At 10th postoperative year: 17.3% (14.3%¿20.3%) vs 22.1% (21.4%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the RT?PLUS Modular Stem are performing better than the class, as determined by lower non overlapping 95% confidence intervals at all evaluated postoperative time points. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L133,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L134,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L135,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L136,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L137,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L138,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L139,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L140,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L141,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00258122-1-L142,,4/29/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Augment,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA procedures between 01-April-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Augment . From these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA between 01-April-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Augment was implanted. Of these, a hundred and forty-two (142) knees required re-revision due to the following reasons: sixty?three (63) knees due to infection, three (3) due to dislocation/instability, three (3) due to periprosthetic fracture, one (1) due to malposition/malalignment, twenty four (24) due to aseptic loosening, and forty eight (48) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-April-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and fifty-three (1,153) knees underwent revision TKA in which a RT-PLUS Modular Femoral Augment was implanted in Germany between 01-April-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.0% (4.6%¿7.4%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 9.0% (7.3%¿10.7%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 10.8% (8.9%¿12.7%) vs 13.5% (13.2%¿13.8%) of the class.;-At 4th postoperative year: 13.1% (10.9%¿15.2%) vs 15.4% (15.1%¿15.7%) of the class.;-At 5th postoperative year: 14.1% (11.8%¿16.3%) vs 16.8% (16.4%¿17.1%) of the class.;-At 7th postoperative year: 14.9% (12.5%¿17.3%) vs 19.2% (18.8%¿19.6%) of the class.;-At 9th postoperative year: 16.5% (13.4%¿19.5%) vs 21.2% (20.7%¿21.7%) of the class.;-At 10th postoperative year: 17.7% (13.8%¿21.4%) vs 22.2% (21.5%¿22.8%) of the class;By observing the cumulative re?revision rates above, it can be concluded that the comparison between RT-PLUS Modular Femoral Augment and the class shows mixed statistical significance over time. During the 1st, 2nd, and 4th postoperative years, there is no statistically significant difference, as evidenced by overlapping 95% confidence intervals. However, on the 3rd postoperative year and from the 5th postoperative year onward, the 95% confidence intervals do not overlap, indicating that the RT-PLUS Modular Femoral Augment presented statistically significant lower cumulative re?revision rates than the revision TKA class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 75 TO 74 YEARS), B5 (EVENT NARRATIVE), D1 ('RT-PLUS MODULAR FEMORAL AUGMENT' REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 499), H6 (ADDITIONAL CODES ADDED FOR 'HEALTH EFFECT - CLINICAL CODE' AND 'MEDICAL DEVICE PROBLEM CODE' PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 9613369-2025-00060 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: JWH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MARCH 27, 2025: (B)(4) EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MARCH 27, 2025, REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES - RT-PLUS MODULAR FEMORAL AUGMENTS: IMPLANTED IN ONE HUNDRED SEVEN (107) KNEES BETWEEN 01-APR-2014 AND 31-OCT-2023. FROM THESE, ELEVEN (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR STEMS: IMPLANTED IN EIGHT HUNDRED NINETY-SEVEN (897) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, SIXTY-SIX (66) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FOUR (24) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND ONE THIRTY-EIGHT (38) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL AUGMENTS: IMPLANTED IN ELEVEN (11) KNEES BETWEEN 01-JUN-2016 AND 31-MAR-2024. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION AND ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE. - RT-PLUS MODULAR TIBIAL AUGMENTS: IMPLANTED IN TWO HUNDRED NINETEEN (219) KNEES BETWEEN 01-OCT-2014 AND 29-FEB-2024. FROM THESE, TWENTY-TWO (22) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION AND ELEVEN (11) KNEES DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TKA PROCEDURES - RT-PLUS MODULAR STEMS: IMPLANTED IN ONE THOUSAND FOUR HUNDRED AND NINETY-SIX (1,496) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, ONE HUNDRED AND EIGHTY (180) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVENTY-FIVE (75) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND SIXTY EIGHT (68) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND AND FIFTY (1,050) KNEES BETWEEN 01-APRIL-2013 AND 31-MAR-2024. FROM THESE, ONE HUNDRED THIRTY-TWO (132) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY (60) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO ASEPTIC LOOSENING AND FORTY-FIVE (45) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL AUGMENTS: IMPLANTED IN FIFTY (50) KNEES BETWEEN 01-OCT-2014 AND 31-MAR-2024. FROM THESE, SEVEN (7) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO RECURRENT DISLOCATION, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, THREE (3) KNEES DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR TIBIAL AUGMENTS: IMPLANTED IN SIX HUNDRED NIGHTY FIVE (695) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. FROM THESE, SEVENTY-EIGHT (78) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: THIRTY-SEVEN (37) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND TWENTY-FIVE (25) KNEES DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, A TOTAL OF ONE HUNDRED TWO (102) REVISIONS AND THREE HUNDRED NINETY-SEVEN (397) RE-REVISIONS HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A COMBINED TOTAL OF FOUR HUNDRED NINETY-NINE (499) EVENTS SUMMARIZED THROUGH THIS 3500A FORM. DUE TO THE COMPATIBILITY BETWEEN RT-PLUS AND RT-PLUS COMPONENTS, THE ACTUAL NUMBER OF DISTINCT REVISION PROCEDURES SUMMARIZED IS LIKELY LOWER THAN 499. HOWEVER, BECAUSE OF THE DATA STRATIFICATION METHOD USED BY THE EPRD, IT IS NOT POSSIBLE TO PRECISELY DETERMINE THE NUMBER OF UNIQUE REVISIONS PERFORMED ACROSS ALL COMPONENTS INCLUDED IN THIS REPORT (E.G. AN RT-PLUS MODULAR STEM MAY BE USED IN COMBINATION WITH TIBIAL OR FEMORAL AUGMENTS). THEREFORE, THE FIGURE OF 499 REVISIONS IS PRESENTED AS A ¿WORST CASE SCENARIO¿ FOR REPORTING PURPOSES. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE RT-PLUS & RT-PLUS MODULAR KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD DETAIL REPORTS FOR THE RT-PLUS AND RT-PLUS MODULAR ACCESSORY COMPONENTS USED IN PRIMARY AND REVISION TKA WERE ANALYZED. THE CUMULATIVE REVISION RATES FOR ALL OF THE RT-PLUS AND RT-PLUS MODULAR COMPONENTS ARE NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN THE TKA CONSTRAINED CLASS AT ALL TIME POINTS, BASED ON OVERLAPPING CONFIDENCE INTERVALS. THE CONFIDENCE INTERVALS FOR SOME OF THESE COMPONENTS ARE WIDE DUE TO THE LOW NUMBER OF IMPLANTATIONS. ALL SURVIVORSHIPS FOR THE RT-PLUS MODULAR COMPONENTS WERE ALSO COMPARABLE TO (BASED ON OVERLAPPING CONFIDENCE INTERVALS) OR HIGHER/BETTER (HIGHER MEAN FOR SUBJECT DEVICES WITH NO OVERLAPPING CONFIDENCE INTERVALS FOR THE CLASS) THAN THE EPRD REVISION TKA CLASS SURVIVORSHIP. ALL POSTOPERATIVE COMPLICATIONS REPORTED WITH THE RT-PLUS AND RT-PLUS MODULAR KNEE SYSTEM WERE CONSISTENT WITH THE POTENTIAL HARMS IDENTIFIED IN THE DFMEAS FOR THE RT-PLUS AND RT-PLUS MODULAR KNEE SYSTEM BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESEN REGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES - RT-PLUS MODULAR FEMORAL AUGMENTS: IMPLANTED IN ONE HUNDRED SEVEN (107) KNEES BETWEEN 01-APR-2014 AND 31-OCT-2023. FROM THESE, ELEVEN (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR STEMS: IMPLANTED IN EIGHT HUNDRED NINETY-SEVEN (897) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, SIXTY-SIX (66) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FOUR (24) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND ONE THIRTY-EIGHT (38) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL AUGMENTS: IMPLANTED IN ELEVEN (11) KNEES BETWEEN 01-JUN-2016 AND 31-MAR-2024. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION AND ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE. - RT-PLUS MODULAR TIBIAL AUGMENTS: IMPLANTED IN TWO HUNDRED NINETEEN (219) KNEES BETWEEN 01-OCT-2014 AND 29-FEB-2024. FROM THESE, TWENTY-TWO (22) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ELEVEN (11) KNEES DUE TO INFECTION AND ELEVEN (11) KNEES DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TKA PROCEDURES - RT-PLUS MODULAR STEMS: IMPLANTED IN ONE THOUSAND FOUR HUNDRED AND NINETY-SIX (1,496) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, ONE HUNDRED AND EIGHTY (180) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SEVENTY-FIVE (75) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, TWENTY-NINE (29) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND SIXTY EIGHT (68) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND AND FIFTY (1,050) KNEES BETWEEN 01-APRIL-2013 AND 31-MAR-2024. FROM THESE, ONE HUNDRED THIRTY-TWO (132) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY (60) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-ONE (21) KNEES DUE TO ASEPTIC LOOSENING AND FORTY-FIVE (45) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL AUGMENTS: IMPLANTED IN FIFTY (50) KNEES BETWEEN 01-OCT-2014 AND 31-MAR-2024. FROM THESE, SEVEN (7) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO RECURRENT DISLOCATION, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, THREE (3) KNEES DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR TIBIAL AUGMENTS: IMPLANTED IN SIX HUNDRED NIGHTY FIVE (695) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. FROM THESE, SEVENTY-EIGHT (78) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: THIRTY-SEVEN (37) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWELVE (12) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND TWENTY-FIVE (25) KNEES DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, A TOTAL OF ONE HUNDRED TWO (102) REVISIONS AND THREE HUNDRED NINETY-SEVEN (397) RE-REVISIONS HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A COMBINED TOTAL OF FOUR HUNDRED NINETY-NINE (499) EVENTS SUMMARIZED THROUGH THIS 3500A FORM. DUE TO THE COMPATIBILITY BETWEEN RT-PLUS AND RT-PLUS COMPONENTS, THE ACTUAL NUMBER OF DISTINCT REVISION PROCEDURES SUMMARIZED IS LIKELY LOWER THAN 499. HOWEVER, BECAUSE OF THE DATA STRATIFICATION METHOD USED BY THE EPRD, IT IS NOT POSSIBLE TO PRECISELY DETERMINE THE NUMBER OF UNIQUE REVISIONS PERFORMED ACROSS ALL COMPONENTS INCLUDED IN THIS REPORT (E.G. AN RT-PLUS MODULAR STEM MAY BE USED IN COMBINATION WITH TIBIAL OR FEMORAL AUGMENTS). THEREFORE, THE FIGURE OF 499 REVISIONS IS PRESENTED AS A ¿WORST CASE SCENARIO¿ FOR REPORTING PURPOSES.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF ONE HUNDRED AND SEVEN (107) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2014 AND (B)(6) 2023, USING RT-PLUS MODULAR FEMORAL AUGMENT. FROM THESE, TWELVE (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2014 AND (B)(6) 2023 IN GERMANY.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025): SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF ONE HUNDRED AND SEVEN (107) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2014 AND (B)(6) 2023, USING RT-PLUS MODULAR FEMORAL AUGMENT. FROM THESE, TWELVE (12) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2014 AND (B)(6) 2023 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE RT-PLUS MODULAR KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF ONE HUNDRED AND SEVEN (107) PRIMARY TKA PROCEDURES WITH RT-PLUS MODULAR FEMORAL AUGMENT HAVE BEEN PERFORMED IN GERMANY BETWEEN (B)(6) 2014 AND (B)(6) 2023. THE CUMULATIVE REVISION RATES FOR THESE COMPONENTS ARE COMPARABLE TO OTHER TKA CONSTRAINED PRODUCTS (REFERRED TO AS ¿THE CLASS¿ BELOW) OUT TO 8 YEARS AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: (B)(4). BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES RT-PLUS MODULAR FEMORAL AUGMENTS: IMPLANTED IN ONE HUNDRED AND FOURTEEN (114) KNEES BETWEEN 01-APR-2014 AND 31-DEC-2024. FROM THESE, TWELVE (12) WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (6) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND FIVE (5) KNEES DUE TO OTHER-UNKNOWN REASONS. RT-PLUS MODULAR STEMS: IMPLANTED IN NINE HUNDRED SIXTY-FIVE (965) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2025. FROM THESE, SIXTY-EIGHT (68) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-FIVE (25) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND ONE THIRTY-NINE (39) KNEES DUE TO OTHER-UNKNOWN REASONS. RT-PLUS TIBIAL AUGMENTS: IMPLANTED IN ELEVEN (11) KNEES BETWEEN 01-JUN-2016 AND 31-MAR-2024. FROM THESE, TWO (2) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION AND ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE. RT-PLUS MODULAR TIBIAL AUGMENTS: IMPLANTED IN TWO HUNDRED AND TWENTY-NINE (229) KNEES BETWEEN 01-OCT-2014 AND 31-OCT-2024. FROM THESE, TWENTY-THREE (23) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: TWELVE (12) KNEES DUE TO INFECTION AND ELEVEN (11) KNEES DUE TO OTHER/UNKNOWN REASONS. 2. REVISION TKA PROCEDURES: RT-PLUS MODULAR STEMS: IMPLANTED IN ONE THOUSAND SIX HUNDRED AND FORTY-SEVEN (1,647) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2025. FROM THESE, A HUNDRED AND NINETY-EIGHT (198) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHTY THREE (83) KNEES DUE TO INFECTION, THREE (3) DUE TO DISLOCATION/INSTABILITY, THREE (3) DUE TO PERIPROSTHETIC FRACTURE, TWO (2) DUE TO MALPOSITION/MALALIGNMENT, THIRTY FOUR (34) DUE TO ASEPTIC LOOSENING, ONE (1) DUE TO WEAR, AND SEVENTY TWO (72) DUE TO OTHER/UNKNOWN REASONS. RT-PLUS MODULAR FEMORAL AUGMENTS: IMPLANTED IN ONE THOUSAND ONE HUNDRED AND FIFTY-THREE (1,153) KNEES BETWEEN 01-APRIL-2013 AND 31-MAR-2025. FROM THESE, A HUNDRED AND FORTY-TWO (142) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-THREE (63) KNEES DUE TO INFECTION, THREE (3) DUE TO DISLOCATION/INSTABILITY, THREE (3) DUE TO PERIPROSTHETIC FRACTURE, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, TWENTY-FOUR (24) DUE TO ASEPTIC LOOSENING, AND FORTY-EIGHT (48) DUE TO OTHER/UNKNOWN REASONS. RT-PLUS TIBIAL AUGMENTS: IMPLANTED IN FIFTY-TWO (52) KNEES BETWEEN 01-OCT-2014 AND 31-JAN-2025. FROM THESE, EIGHT (8) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, THREE (3) KNEES DUE TO ASEPTIC LOOSENING AND TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. RT-PLUS MODULAR TIBIAL AUGMENTS: IMPLANTED IN SEVEN HUNDRED AND SEVENTY-FIVE (775) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2025. FROM THESE, EIGHTY-EIGHT (88) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY (40) KNEES DUE TO INFECTION, THREE (3) DUE TO PERIPROSTHETIC FRACTURE, FIFTEEN (15) DUE TO ASEPTIC LOOSENING, ONE (1) DUE TO WEAR, AND TWENTY-NINE (29) DUE TO OTHER/UNKNOWN REASONS. ALTOGETHER, A TOTAL OF ONE HUNDRED FIVE (105) REVISIONS AND FOUR HUNDRED THIRTY-SIX (436) RE-REVISIONS HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED ABOVE, RESULTING IN A COMBINED TOTAL OF FIVE HUNDRED FORTY-ONE (541) EVENTS SUMMARIZED THROUGH THIS 3500A FORM. DUE TO THE COMPATIBILITY BETWEEN RT-PLUS AND RT-PLUS COMPONENTS, THE ACTUAL NUMBER OF DISTINCT REVISION PROCEDURES SUMMARIZED IS LIKELY LOWER THAN 541. HOWEVER, BECAUSE OF THE DATA STRATIFICATION METHOD USED BY THE EPRD, IT IS NOT POSSIBLE TO PRECISELY DETERMINE THE NUMBER OF UNIQUE REVISIONS PERFORMED ACROSS ALL COMPONENTS INCLUDED IN THIS REPORT (E.G. AN RT-PLUS MODULAR STEM MAY BE USED IN COMBINATION WITH TIBIAL OR FEMORAL AUGMENTS). THEREFORE, THE FIGURE OF 541 REVISIONS IS PRESENTED AS A ¿WORST CASE SCENARIO¿ FOR REPORTING PURPOSES.

Manufacturer narrative:
CORRECTED DATA: B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 541). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S (B)(4) EXEMPTION GUIDANCE. OF THE 541 REVISIONS, 499 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. A TOTAL OF 42 NEW CASES WERE PROVIDED DURING THIS QUARTER; THEREFORE, A TOTAL OF 541 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION.